Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
Purchasing department employee reported that several surgeons told her about problems with the distal locking with the device.